Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the pump turned off without user input through troubleshooting of the device. A review of the event history log revealed multiple improper shutdown messages. The reported condition was verified. The cause of the condition was determined to be failed alternating current adapter. The alternating current adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had powered off without user input during power up at the (B)(6) department. There was no patient involvement. No additional information is available.